Event description:
In 2009, the patient reported she changed the insulin cartridge of her infusion device at 1:15am and has had elevated blood glucose since, ranging from 360 mg/dl to 459 mg/dl. Her target range is 100-140 mg/dl. Patient's blood glucose during the report was 369 mg/dl. Symptoms are chills, itching, and thirst and she treated her readings by bolusing through her device and by insulin injection. She said she became concerned when it took 25+ units to prime her infusion set tubing. She removed the cartridge and completed the cartridge change procedure again but did not adjust the piston rod to the amount of insulin remaining in the cartridge. She then changed her infusion headset. To troubleshoot, the patient confirmed her basal rates, bolus history and time are correct. She stated there is large space between the piston rod base plate and cartridge and she was educated on the importance of lining up the piston rod with the cartridge base. She removed the cartridge and stated the cartridge chamber was wet. She stated she does not tighten the luer lock after attaching the adapter and tubing to the cartridge and inserting the cartridge into the device. She was advised to do so. She said she has scar tissue and usually changes her cartridge and tubing every 5 days and her infusion headset every 2-3 days. She was advised her headset should be changed at least every 1-2 days. The patient uses the area below her navel for her infusion sites. Site selection and rotation was discussed with the patient. Patient was advised to switch her backup infusion device and allow her primary device to air dry for 24 hours. On follow up with the patient, she stated her blood glucose has returned to her normal range and her primary device has dried out. She stated she will switch back to her primary device when she changes her insulin cartridge. Courtesy infusion sets and a guide to infusion site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.